Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient stated that she did not get relief from the neurostimulator since the beginning when it was implanted and had had the device for about a year. It was noted the patient had been reprogrammed several times and had been told by the health care professional that nothing was wrong with the device. The reporter stated that it would shut itself off and it was not time for it to charge. It was later reported that the patient was still having concerns with the device or therapy but had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was less than 50% therapy. The patient never had therapeutic effect. Reprogramming and impedance testing was done as a result of the event, and impedances were normal. The patient felt stimulation and after multiple episodes of reprogramming, at the time it seemed to give better coverage. The patient stated that stimulation did not affect his pain. The patient compared having stimulation off versus on and pain remained the same and felt it was not helping. Patient status at the time of the report was alive, no injury. It was later reported that there was no change in the patient status. They discussed a pain pump or device removal but no decisions had been made.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).